Event description:
According to the reporter, during a laparoscopic gynecological, when in the middle of the surgery, when the surgeon put the needle through the port, the thread broke off at swage of the needle. The same issue occurred on the second suture. A new suture was used to resolve the issue. No patient injury.

Manufacturer narrative:
D10 concomitant product: cl915-12 polysorb* 1 vio 90cm gs24 x12 (lot#: a3l2149y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.